Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) arm and completed the evaluation. Review of the system logs confirmed the occurrence of recoverable error code 31199 during the event date; however, failure analysis (fa) investigation was unable to reproduce the reported complaint. The usm arm was installed into the test system. The unit passed start-up, initialization, programming, and multiple power cycles in normal mode with no error generated from the in-house system. All connections were intact, no issue was found during investigation. The unit passed all testing specification. The aca printed circuit assembly (pca), fru connector pogo-pin (fcp) to aca cable and fcp pca were proactively replaced to address the issue. The probable root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the customer encountered a recoverable error 31199 and 25730 on arm 2. Before calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer restarted the system, but the issue persisted. The tse reviewed the logs and confirmed errors pointing to a motor axis issue on the arm 2. In addition, the tse guided the nurse to power down the system, cycle breakers, and do an emergency power off (epo). After the restart, the system came up properly, and the error was cleared. The procedure continued as planned. There was no report of patient injury. Intuitive surgical (is) contacted the site and attempted to gather additional information, however, no additional information was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable errors on arm 2, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse was able to reproduce the issue and replaced the replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to multiple recoverable errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.